Event description:
A user facility reported to olympus that the single use guidewire tip broke during an endoscopic retrograde cholangiopancreatogram and was successfully retrieved from the patient. Additional information was requested multiple times but was not received. This event requires two reports as the reporter was unsure which device failed (two separate lot numbers). Patient identifier (B)(6) is for lot 36k. Patient identifier (B)(6) is for lot 33k. This report is for (B)(6).